Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 the pt underwent a hernia repair with implantation of a bard composix kugel mesh patch. The attorney's report alleges permanent injury, pain, add'l surgery, infection, defective mesh, explant.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. It is alleged that the patient suffered from multiple issues including infection and adhesions both of which are known possible adverse reactions listed in the IFU; however, there is no info provided to support these claims of adhesions and infection. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.